Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Therefore, the report of a clot in the outflow graft could not be confirmed. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. Although the specific origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase level. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the observed thrombus, reported gastrointestinal bleeding and reported jaundice could not be conclusively determined. Device thrombosis, bleeding, and hepatic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for rising lactate dehydrogenase (ldh) levels, jaundice and fatigue. The jaundice and fatigue occurred approximately one week prior to the patient reporting it. It was also reported that the patient has a history of unreported gi bleeding, and had been off of coumadin since (B)(6) 2015. The patient had been off of aspirin since 2012 due to gi bleeding. The gi bleeding was an ongoing issue. It was also reported that the patient began having heart failure symptoms some time ago (date not specified). A ramp echocardiogram was positive and the CT scan revealed a clot in the outflow graft. No power elevations were noted. The patient was started on a heparin infusion. The patient's ldh continued to rise. On (B)(6) 2016, the patient's pump was exchanged.